Event description:
The patient was implanted with a distractor on (B)(6) 2013. The patient went in for a regularly scheduled distraction on (B)(6) 2013. On that date it was determined that the distraction was not taking place as planned. A CT scan was performed and revealed a break of the 1.5mm mesh foot plate of the device. The patient was returned to the o.r. On (B)(6) 2013 for removal of hardware and revision to a new distractor. The surgeon then created a new osteotomy and tested the new distractor to make sure it worked properly. The surgeon also removed a piece of bone that was prohibiting distraction. This report is 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Actual weight reported as (B)(6), both health professional and lay user (patient¿s mother) operated device).

Event description:
On (B)(6), 2013 the patient went to the or where he underwent two procedures: 1. Right mandibular ramus osteotomy and 2. Placement of internal nerve distractor. He was discharged home on (B)(6), 2013. The patient started distraction of about one millimeter for three weeks. Extension arms were removed on (B)(6), 2013. The patient came in on (B)(6), 2013 and the surgeon believed there may have been a relapse of distraction due to the device or trauma. On (B)(6), 2013 a maxiofacial CT was done to evaluate the bone graft after mandibular distraction. Per the user facility medwatch, at one point the patient came into the clinic because the distractor would not move. The surgeon brought the patient back to surgery under fluoroscopy and was able to get the distractor to move. On (B)(6), 2013 the patient had another procedure. The patient was taken to the or for right mandibular ramus osteotomy and placement of distractor; externalization or adjustment of the distractor arm. Device seemed to be working so was not removed. The surgeon attached extension arms to distract with same device. He was discharged with instructions "start distractor tomorrow, 3 turns in a.m. And 3 turns in p.m." A few days later the patient came back because they distractor wouldn't move. That was when the hardware was found to be broken. The patient's mother indicates she followed those instructions but on (B)(6), 2013, the distractor would not turn. She contacted the surgeon who saw the customer on (B)(6), 2013 for a follow up at a clinic. On that date it was determined that the distraction was not taking place as planned. He took a panorama x-ray and showed that the 1.5mm mesh foot of the device was broken. The x-ray showed the foot plate had separated from the distractor arm on the inferior aspect. The surgeon scheduled the patient for surgery on (B)(6), 2013. It was reported that the hardware was removed on (B)(6), 2013. On (B)(6), 2013 the patient was taken to the or for removal of hardware due to the footplate separating from the distractor arm on the inferior aspect. The previous incision was marked approximately 5 cm by 8 mm. The extension arm was coming out of the middle of this incision; there the surgeon decided to excise it stating it was most likely to colonize bacteria and not wanting to contaminator the next distractor. The patient had three procedures done at that time: 1. V osteotomy of the right manibular ramus, 2. Removal of previous failed distractor with new distractor, and 3. Excision of tethered scar approximately 5 cm by 8 mm. Surgeon removed all hardware and put in new hardware. Surgeon then created new osteotomy and tested new distractor to make sure it worked properly. Surgeon has also removed piece of bone that was prohibiting distraction. The procedure was successfully completed. The patient was taken to recovery in stable condition, and discharged (B)(6), 2013 and instructed to begin distraction on tues (B)(6), 2013. The patient had another follow-up clinic visit with the surgeon on (B)(6), 2013. Current status is unknown but it is known that the patient treatment was extended due to the breakage of the hardware. Bone growth was lost/disrupted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the device history record (DHR) for part number 04.315.302, 1.5mm mandible mesh foot b-type for cmf distractor, lot number 7004799 showed nonconforming report (ncr) # (B)(4). This ncr was written for an error on inspection sheet ns054304 revision d. The l3 data feature, 4.5 - 4.7, had an incorrect amount of hole inspections - 2 times when the correct number is 8 times. This nonconformance was corrected on manufacturing change (mc) #(B)(4). The lot was re-inspected and found conforming. This ncr would not have contributed to the complaint condition. A review of the DHR for raw material lot number 4830091 showed that there were no issues during the manufacture that would contribute to this complaint condition. The complaint is invalid. A manufacturing evaluation was completed: the 04.315.302 mesh plate, lot number 7004799 was received in 3 pieces. Piece 1 - hole boss of mesh plate attached to 04.315.064 distractor - was received with a cut and scratch indicative of use. The laser marking is legible except for the "2" in the part number. Piece 2 - three complete hole part of mesh plate - has scratched anodize and cuts indicative of use. No laser marking. Piece 3 - 6 complete hole part of mesh plate - has scratched anodize and a cut indicative of use. No laser marking. The manufacturing evaluation for 04.315.302, 1.5mm mandible mesh foot b-type for cmf distractor, lot number 7004799 showed that dimensions l1 - plate thickness, l3 - horizontal hole spacing, d2 - hole diameter, g1 - true position to outer part contour and material were conforming. The l2, d1, d3, t1 and f1 dimensions are unobtainable due to the assembled condition of the footplate. Due to the number of features that cannot be measured, a manufacturing cause cannot be determined. Therefore the complaint is indeterminate.

Manufacturer narrative:
Customer facility mw received manufacturer provided uf importer/report number from medwatch uf submitted to FDA. Event date - user facility reported date of event as (B)(6) 2013. Manufacturer, synthes, maintains that the date of event is unknown as no evidence establishes the exact break of the implant. Pt gender: patient gender is male according to intake documents.